Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that while in the interventional radiology department the ai-07126 was pretested and at that time the balloon did not inflate. As a result, this wedge pressure catheter was not used. Another ai-07126 was retrieved and used successfully. There was no pt contact. There is no more info available.